Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage on screen and made it hard to read. Customer¿s blood glucose was 115 mg/dl at the time of incident. Customer state that there was scratch on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with minor scratched lcd window noted. (B)(4).